Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the nurse tried to advance the guidewire, it sheared through the catheter. No patient injury reported, however it did require additional patient sticks.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of complications with the powerglide flex catheter was confirmed and the damage appears to be use related. One 20g x 10cm powerglide flex catheter and deployment system were returned for investigation. The catheter was attached to the deployment system, but the needle was protruding through the side of the catheter 2.6cm from the distal catheter tip. What appeared to be blood residue was visible within the catheter. The guidewire was extending 3.5cm from the distal tip of the needle. A kink in the guidewire coincided with the distal tip of the needle. The guidewire push-off button was fully extended. A microscopic examination of the guidewire revealed that the weld tip was present at the distal tip. A tactual investigation revealed that the guidewire was intact. The damage observed on the returned device is consistent with damage associated with use. This can occur by re-inserting the needle back into the catheter or pulling the catheter back over the needle during the placement process. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The product IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ the IFU also states, ¿do not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the nurse tried to advance the guidewire, it sheared through the catheter. No patient injury reported, however it did require additional patient sticks.